Manufacturer narrative:
The finished good lot specific to this event is not known; therefore, lot history and device history record review was not possible. A sample was not returned for this complaint report; therefore, visual inspection could not be conducted. The root cause of the customer's complaint could not be established as a sample was not returned. Without a sample, it is not possible to isolate the root cause. No action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Custom pak manufacturing management has been made aware of this complaint through the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there have been several incidents where retained cotton fibers have been found in the anterior chamber or at the wound post phacoemulsification. No patient harm reported. Additional information and sample has been requested.